Event description:
It was reported that the lead impedance is increasing, thresholds are within normal limits, and sensing integrity counter is zero. The caller questioned whether oversensing will occur in the future. It was noted by the manufacturer's technical consultants that it can't be predicted if oversensing will occur. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.